Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the button of the insulin pump was harder to press, squirted insulin and screen was foggy. Customer¿s blood glucose level was unknown. Customer stated that the scratches on insulin pump screen and difficulty seeing screen. Customer also stated that bad battery alerted on good battery. The insulin pump will not be returned for analysis.